Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump had a cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated the buttons does not react as they should and they have to push the buttons hard to react. The customer insulin pump is low. The customer was advised that we will contact the sr to ask if they could get an upgrade ip and if we could sent it to the customers location.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.